Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that the insulin pump had damage. Customer's blood glucose level was 6.1 mmol/l. The customer was assisted with troubleshooting. Customer stated that the insulin pump had crack from the back bottom left hand corner up to the bottom left of the clip rail. Customer stated that the insulin pump was susceptible to moisture damage and may cause over delivery or under delivery of insulin. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.